Event description:
It was reported that stent premature deployment occurred. The target lesion was located in iliac artery. A 8x40x120 epic vascular stent was advanced for treatment. However, during the procedure, when the stent was flushed, the tip of the stent automatically deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 6mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no damage that could have contributed to the premature deployment.

Event description:
It was reported that stent premature deployment occurred. The target lesion was located in iliac artery. A 8x40x120 epic vascular stent was advanced for treatment. However, during the procedure, when the stent was flushed, the tip of the stent automatically deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.